Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. It was reported that the right ventricular (rv) lead exhibited a high number of short v-v intervals, noise and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.